Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that their condition has improved and they did not report any medical intervention at this time. (B)(4).

Event description:
Consumer reported complaint for hi accompanied by symptoms. The customer is concerned with tests result of hi and symptoms. Customer's normal range is 100-180mg/dl fasting. Customer states she is feeling tired and weak. Customer states it may be related to her diabetes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states meter was displaying hi fasting. Customer manages her diabetes with novolog and humalog daily. Customer states she has not had any recent changes in her diet, exercise, or medications. Customer mentioned the strips that are being used are lot #rt4944, but the code chip in meter is (B)(4). The incorrect code chip is being used for test strip lot.